Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode, due to a discrepant integrated circuit.

Event description:
It was reported that the pulse generator exhibited back up vvi mode. After a software download, the device resumed normal function.

Event description:
On (B)(6) 2014, additional information notes this was the third time the device had gone into backup vvi. The device performed successfully after it was downloaded. The patient would be monitored.

Event description:
New information on (B)(6) 2014 notes the device went into back-up vvi mode for the fourth time. After downloading the product code, normal function ensued. The patient opted not to replace the device yet. The patient would be monitored.

Event description:
Additional information notes that the device again reset due to the same reason. A device download was performed successfully.

Event description:
New information on (B)(6) 2014 notes the patient presented in clinic during follow-up in backup vvi for the fifth time. A device download was performed successfully.

Event description:
New information notes the device was subsequently replaced on (B)(6) 2014 due to elective replacement indicator (eri).